Event description:
It was reported to gore that a patient underwent emergency surgery six days after undergoing a fundoplication procedure to repair a hiatal hernia where gore bio-a tissue reinforcement material was used. The patient was reported to have developed a subphrenical abscess at the hiatus requiring removal of the device. The patient has since been discharged from the hospital.

Manufacturer narrative:
Method - device was not returned for evaluation. Results - review of quality records. The device was not returned for evaluation, therefore, a direct product analysis could not be conducted. A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The gore bio-a tissue reinforcement material is provided sterile for single use only. The instructions-for-use identifies the possible adverse reactions with the following statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, adhesions and seroma formation" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file for use in tracking, trending and follow up.